Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) regarding a patient receiving intrathecal dilaudid 1.2 mg/ml at 0.1667 mg/day via an implanted pump. It was reported the patient¿s pump pocket was found to have dark brown fluid within it and the catheter was coiled around the pump. The pump was determined by the physician¿s team to have been manipulated in the pocket prior to entering the operating room (or) on (B)(6) 2022. The catheter was inspected and found to be functioning and the patient prior to the or verified no concern with therapy. The physician¿s team determined no further concern with the pump pocket. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked and would not be made available. Additional information was received from a company representative (rep) on (B)(6) 2022, indicated the reason for the pump replacement on (B)(6) 2022 was the pump was at end of service. Regarding the pump had been manipulated in the pocket prior to replacement, it was clarified the pump was determined by the physician to have been flipped in the pocket. During the surgery, the catheter was appropriately placed into the pump pocket to resolve the concerns.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 8596sc , serial# (B)(4), implanted: (B)(6) 2016, product type: catheter, ubd: 26-jan-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of pump (s/n (B)(6) identified no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.